Event description:
Per maude event report form #(B)(4), during an unknown procedure; the device did not appropriately staple tissue. The device was new from the box. It is not known how the procedure was completed. There were no adverse patient consequences reported. It is not known whether or not the device will be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please provide our johnson & johnson healthcare account number or your complete mailing address. What type of procedure was the device used in? On which firing did the event occur? Please explain what is meant by, ¿the device did not appropriately staple tissue?¿ were there staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, legs straight)? How was the case completed? Is the device available for return? If yes, please provide the contact name and complete mailing address for the return kit. Please provide the name of the surgeon who used the device.